Event description:
It was reported by a company representative that a physician's handheld computer did not hold charge and a replacement was requested. At the moment good faith attempts to obtain the reported handheld returned to the manufacturer have been unsuccessful to date.

Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The handheld was returned with the ac adapter.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.